Event description:
It was reported that a large volume infusor¿s valve was broken. This was observed during storage of the device, which was filled with an unspecified amount of tazocin. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from october 13, 2014 to october 14, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.